Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/09/2018 with the following findings: review of the black box data and alarm history revealed several call service 064 alarms recorded. The returned battery cap was undamaged and able to fit. On investigation, the pump powered on and ¿ez-prime¿ steps were performed correctly with no ¿cs064¿ alarm or any errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump's interior components. (B)(4)